Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she was attempting to reconnect to the insulin and it alarmed unexpected restart. Customer was able to clear the alarm and the device was stored for two weeks. Customer didn't have at room temperature insulin only cold and she needed to speak to her doctor to ensure the device was programed correctly. Customer's blood glucose was not provided. The device is not being returned for further analysis.